Manufacturer narrative:
The returned device was evaluated and an 0x40, rotational sensor exceeded maximum number of open counts, hazard alarm was observed in the pod data. The observed hazard alarm confirms the user reported event. Inspection of the pod data found that the rotational sensor failed to transition from closed to open in the expected number of pulses, preventing a confirmed open from occurring before the alarm was generated. Pulse width values did not change indicating that a drive stall did not occur. An internal tear on the soft cannula was observed, causing an internal leak. The leak contributed to the corrosion on the mechanism rail and commutator cap and rotational sensor malfunctions. The internally damaged soft cannula is confirmed as the cause of the reported 0x40 alarm.

Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to 400 mg/dl. In addition the patient reports receiving a hazard alarm during operation.